Event description:
It was reported that there was no battery power. Battery contact was broken off. Physical damage. Found during testing and no patient harm.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided in d.10., h.2., h.3., and h.6. One device was returned for investigation. Functional testing confirmed that the device had no electronic power. Physical damage to the gas supply indicator was verified. Battery was also missing within the battery compartment. The cause of this event was the positive and negative terminal connectors within the battery compartment were flattened. Unit may have been dropped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Manufacturer narrative:
Other text: b3, b5, d10 and h3; updated.

Event description:
Additional information received via email. Customer updated the event date from unknown to 02-oct-2023 and it "happened at biomed shop".